Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker, right atrial (ra) and right ventricular (rv) lead developed cellulitis in the device pocket incision resulting in a 7 day hospital stay post system implant. Subsequently, the patient reported experiencing a high heart rate in the 159 beats per minute (bpm) range and felt like they couldn't move and like they were going to pass out. The patient was seen by the paramedics who noted no anomalies. Additionally, the patient reported experiencing emotional distress related to the system implant and incision scar. Boston scientific technical services (ts) referred the patient to their physician for follow up. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a subsequent device check was performed and noted no anomalies in relation to the patient's reported high rate. Monitoring will be continued.